Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation, the error message "leakage current" appeared and it was no longer possible to continue working. There was no noise noticed, however, there was signal loss of the ablation catheter on the carto and recording system. The physician did have at least one electrocardiogram signal available to monitor patient heart rhythm. The team shut down and restarted the entire system and exchanged the cable, but it was not possible to continue ablating until the catheter was replaced. There was no patient consequence. This event was originally assessed as not MDR reportable. Visual analysis of the returned sample revealed that the tip-shaft transition of the device was partially detached exposing the internal components. Also, reddish material and a separation between pebax and electrode section were observed. These findings are MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality, and outer diameter test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the tip-shaft transition of the device was partially detached exposing the internal components; however, adhesive residues were observed concluding that good manufacturing practices were implemented. Also, reddish material and a separation between pebax and electrode section were observed. The outer diameters of the device were measured, and the results were found within the specifications. The device was connected to the carto 3 system, and during the test errors 105 and 106 were observed due to an open circuit in the tip area. Additionally, the internal components in the handle area were inspected and no corrosion or issues were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The current leakage issue reported by the customer could be related to the reddish material observed in the pebax; therefore, the customer complaint was confirmed. The 105, 106 errors and the tip being detached issues were not related to the reported event. The potential cause of the open circuit and pebax damage could not be determined, and the detachment of the tip could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. A internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).